Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 20 mmol/l. Customer was doing a set change and after she removed the reservoir, the pump would not rewind. Customer stated that none of the keys would respond. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received no button response due to lcd unlock keypad connector. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.